Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right wheel has broken spokes and the left wheel is worn.